Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It appears that the chemical indicator ink on a disposable filter used in sterilization container system, is running and there are brown spots all over the filters. No patient injury, no delay in surgery, no additional intervention required.

Manufacturer narrative:
Root cause (primary): chemical indicator ink has a viscosity which is too high for manufacturing equipment. High viscosity ink becomes stuck to applicators, resulting in splatter throughout the process. Root cause (secondary): lack of a means for accurate measurement of ink viscosity. Additionally, the current manufacturing process lacks specifications for ink viscosity. Immediate corrections: minimum daily cleaning and/or changing of doctor blade of press utilized for filter manufacture. Increase in quality control sampling of filters to no less than every 30 minutes of manufacture along with enhanced training and visibility of this issue to operators trained in filter manufacture. Corrective action: acquisition of viscometer and establishment of viscosity specifications that minimizes/prevents splatter. Preventive action: acquisition of new press capable of measuring and maintaining viscosity within a closed and controlled system. Investigation of the makeup of the splatter indicates that the splatter is the same ink as the chemical indicator ink,due to the visible confirmation of ink color transition post-sterilization, and is not a contaminant nor a deficiency which affects the functionality of the product.